Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found loose pins in the interconnect plug and repaired the pins. The system now operates as intended.